Event description:
Customer was disconnected from pump for 2 hours and at that time he was stable and went home. Emergency services were phoned due to customer unconsciousness due to low blood glucose. Customer's husband stated patient had a button error alarm and a keyboard anomaly with a frozen screen. Troubleshooting performed. Keyboard buttons did not respond.